Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the application software exited without prompt from the user when attempting to import an exam from the embedded digital intercommunication of medicine (dicom) query retrieve (q/r) of the application software. It was reported that the issue occurred during a demo of the system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Unique device identification (UDI) and manufacture date provided.